Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the right atrial (ra) lead exhibited a failed position check, and all atrial tachycardia/atrial fibrillation (af) therapies were disabled. It was also reported that the left ventricular (lv) lead exhibited a high pacing threshold. The ra lead and lv lead remain in use. No patient complications have been reported as a result of this event.